Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced a bent cannula due to which the patient experienced high blood glucose level. Therefore, on (B)(6)2022, the patient first went to the emergency room and subsequently, admitted to the hospital. The patient's ketone level was 1.8 mmol/lat the time of hospitalization and further increased to 6 mmol/l, which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set, and insulin was last changed three days before the event. During hospitalization, the patient received fluids and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. At the time of this report, the patient was not released. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced a bent cannula due to which the patient experienced high blood glucose level. Therefore, on (B)(6) 2022, the patient first went to the emergency room and subsequently, admitted to the hospital. The patient's ketone level was 1.8 mmol/lat the time of hospitalization and further increased to 6 mmol/l, which her healthcare professional assessed as dangerous/ life threatening. Moreover, the infusion set, and insulin was last changed three days before the event. During hospitalization, the patient received fluids and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. At the time of this report, the patient was not released. Unomedical do not see bent/ kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.